Event description:
A female w/history of bilateral breast implants reportedly done in 2006 presented for mammography in early 2008. Reason for visit was given as bilateral breast pain. Findings from mammography included very large bilateral saline implants that appeared intact. Pt contacted hosp three and a half months later, stating that her left breast implant deflated. She did not mention a right implant problem.